Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I have nothing to give you as batches because the surgeon uses it daily and does not keep me anything. It is an observation that she made after a while because she is used to using it for blepharoplasty. The son does not resorb alone, force to remove it by hand and therefore scar (B)(6), how many devices have demonstrated the alleged deficiency? Did the event occur during one or more interventions on a patient? What is the total number of interventions? Date of initial surgery date of diagnosis (slow resorption) did the reported problem contribute to adverse consequences for the patient? Has the suture been removed during a reoperation procedure? Was a new procedure necessary to remove the suture and close the wound? Has a medical or surgical procedure been performed (product withdrawal; new operation; new closure; prescription steroids; prescribed antibiotics)? If yes, please clarify. Are images of the reaction available? If medication was required, please specify whether it was a prescribed dose. Could you provide the lot number? Is the device available for expertise or unused samples of the opened box (10 maximum)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a blepharoplasty procedure on an unknown date and suture was used. An ophthalmo who uses the device to make eyelids stated that the son does not resorb, and they are forced to remove it by hand and scar not beautiful. No adverse patient consequences were reported. Additional information was requested.